Manufacturer narrative:
(B)(4). Philip m. Faris, wesley g lackey, michael e berend. (2017). A comparison of inpatient and outpatient tjr. Orthopedics (ortho-2017-218). Concomitant medical products: unknown acetabular shell, unknown head, unknown stem. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03418, 0001822565-2017-03420, 0001822565-2017-03421.

Event description:
It was reported that one patient identified in a journal article had unknown complications after a total hip revision. The complication is unknown. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.